Event description:
It was reported that during an unknown procedure, the staples of sr75 come out before using when a nurse opened a package of the sr75. Because of that they could not use a body (ntlc75), too. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 483a33. Concomitant medical products: sr75, (lot # 569a51). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload present. In addition, a tyvek was received along with the device. The reload was received with 2 staples protruding on the proximal end, with the swing tab unlocked position and the knife not completely within the doghouse. The device was tested for functionality with the returned reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The staples protruding and the knife exposed are consistent with an improper loading technique. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 483a33, and no non-conformances were identified.